Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that the patient underwent total hip arthroplasty. During the event the mini hohmann retractor was being used to retract the tip of the mini hohmann and broke off in the acetabulum and couldn't get it to work.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-04568.